Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, immediate implantation, preceding/simultaneous bone augmentation, bone resorption, pain, increased sensitivity, swelling, inflammation, mobility ((B)(6) are same patient).